Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a pocket hematoma and the device and leads were removed. The atrial lead and system were replaced at a later date. No further patient complications have been reported as a result of this event.